Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right ventricular lead had dislodged shortly after implant. The lead was repositioned, but then had dislodged again a few days later. The patient experienced dyspnea and syncope due to the dislodgements. The lead was attempted to be repositioned again, but the helix was not able to extend, so the lead was explanted and replaced. The patient was in stable condition.